Event description:
The customer obtained multiple non- reproducible, higher than expected, vitros trop I es results (0.122 vs. Expected result <0.012; 0.166 vs. Expected result =0.031 ng/ml) from two different patient samples processed on the vitros 5600 system. The affected results were reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were questioned by each patient's physician. The customer repeat tested the samples and corrected reports were issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, higher than expected; vitros trop I es results were obtained from two different patient samples while using the vitros 5600 system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument related and/or a reagent related issue contributing to the event.